Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a broken handle, and parts were missing out of the plunger head-was taped together. It was also noted to be missing the battery door and had contamination on the bottom case. Device was unable to undergo functional testing to check for motor issues because of parts noted to be missing in the plunger head. The reported customer complaint was confirmed and the problem source has been determined to be user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump had alarmed for plunger, and was noted to be contaminated. No patient adverse effects reported.

Manufacturer narrative:
A1 and h6: additional information was received that there was no patient present at the time of the event.